Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria for lot 3308219 and product code 810081. No additional information is available. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2009 and the mesh was implanted. It was reported that following the device implant procedure, the patient did not stop having back problems, legs, hips and chronic pain that cannot be treated. It was reported that the patient had medical consultations without answers to the pain. It was also reported that drugs including morphine, anti inflammatory, and cortisone infiltration does nothing.